Event description:
It was reported the subject device handpieces, and the generator were not working and experiencing electromagnetic energy. No patient involvement was reported by the customer. A request for additional information is in progress.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Therefore, the investigation was unable to determine the cause of the failure. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device handpieces, and the generator were not working and experiencing electromagnetic energy. No patient involvement was reported by the customer. A request for additional information is in progress.